Event description:
It was reported that both of the patient's pumps were alarming when trying to do cassette change. The patient was instructed to switch tubing or try another cassette. The tubing was switched, and the pump was running. The patient was able to successfully continue the infusion. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device operator is unknown. No information has been provided to date.

Manufacturer narrative:
H10: no sample has been received by manufacturing to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: g3: correction: report source: other, mw5112696, h3: correction: device evaluated by manufacturer: device not returned to manufacturer.

Event description:
Additional information was received by the manufacturer on 03-nov-2022 via email and attached to the complaint object. The patient confirmed she has 2 defective cassettes. The return process is being coordinated with patient. Patient information is updated in the file attributes.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).